Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner. The insulin pump had intermittent button response due to flatten the entire buttons dome switch. Keypad connector was fully locked.

Event description:
The customer reported via phone call that the opening of the reservoir compartment broke off. The customer's blood glucose was 137 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.